Event description:
It was reported the customer had air bubbles in their reservoir. The customer stated the air bubbles were champagne sized. It was also found the customer had rewound their insulin pump with the reservoir in place. Customer also reported experiencing a high blood glucose of 589 mg/dl. Customer had treated their blood glucose with a bolus. The customer will be monitoring their blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.